Manufacturer narrative:
Argus case: (B)(4).

Event description:
Anaphylactic reaction symptoms [anaphylactic reaction]. Tingling [tingling]. Tight swelling at back of mouth [swollen mouth]. Throat swelling [throat swelling]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of anaphylactic reaction in a male patient who received glycerin (biotene dry mouthwash (savanna)) mouth wash (batch number unknown, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene dry mouthwash (savanna). On an unknown date, an unknown time after starting biotene dry mouthwash (savanna), the patient experienced anaphylactic reaction (serious criteria gsk medically significant), tingling and swollen mouth. The action taken with biotene dry mouthwash (savanna) was unknown. On an unknown date, the outcome of the anaphylactic reaction, tingling and swollen mouth were unknown. It was unknown if the reporter considered the anaphylactic reaction, tingling and swollen mouth to be related to biotene dry mouthwash (savanna). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information received by a consumer via call center representative (phone) on 25 february 2021. The patient was calling about biotene. A gentleman came in and purchased your biotene mouthwash for dry mouth and he has tried it out. He was describing anaphylactic reaction symptoms (tingling, tight swelling at the back of the mouth) to that one. I am wondering if there is any precedents to that at all. I think he self selected it. I just did not know if there was any precedents, I never had anyone having a reaction to it at all. The last time I spoke to him was last night and I recommended that he head up to the hospital. I have not spoken to him today. Can you send me an email form to fill out? I will check consent with him. So essentially, you do not have any details for me aside from what I could have just found on the bottle myself. Reporter opted to provide information via email. Will post update as soon as it becomes available. Follow-up new information received from the pharmacist via call center representative on 09 mar 2021. The patient's age updated to (B)(6) years old. He started biotene mouthwash on (B)(6) 2021 and he experienced the symptoms of swelling of the throat and mouth on the same day. Hence, he discontinued the product on (B)(6) 2021. The symptoms were stopped on (B)(6) 2021 after taking antihistamine dose. It was reported that the patient was not planning to continue the use of the product. The patient also provided consent for follow-up.